Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received at service center and evaluated. The defect reported by the customer has been verified and repaired. The following repair activities were performed: the service history of the generator was checked and no abnormal case was found. Replaced rf board to address the issue found. Generator passed ga test. Generator passed electrical safety test. The device is fully operational and passed all functional tests. A DHR review has been conducted and the results indicate that this product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that before an unspecified surgical procedure, it was observed that the vapr3 generator device would not work. There were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the device displayed error code 200. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.